Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - pending evaluation of returned device. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, and the following was obtained: - where was the foreign material found? (Inside the sterile barrier or outside of the sterile barrier?) Inside the sterile barrier. - are there any photos of the foreign matter available? No. The following information was requested, but unavailable: - please describe the type of foreign matter that was observed. What was the foreign matter¿s appearance? - what was the texture? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. It was found before open that there had been a foreign matter in the sterile package. It was not a control release needle. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. H3 investigation summary: the product was returned to ethicon for evaluation. One sealed overwrap packet was received for analysis. Product code 1662g. Upon initial inspection of the returned sample, a black stain was observed under the copolymer and in the winding former. Based on the information currently available, foreign matter was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.